Manufacturer narrative:
Received one single dpt kit with pressure tubing. The tubing remained coiled with paper band. The dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specifications. Electrical testing showed that dpt electronic components were intact because both input impedance and output impedance were within specifications. The zero-offset also met specifications. No visible defect was found from dpt cable connector. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.

Event description:
It was reported that although dpt zeroed before use, the arterial pressure value gradually lowered on the first day of use, which lead to the kit being exchanged. It was further stated that the actual value shown on the monitor, expected value, shape of the waveform, and if the value and waveform matched are unknown. It is also unknown which patient monitor was used, and if there were any error messages observed. It could not be confirmed if there were any occlusion, kink or leakage. Additionally, a sample of the tracing was not available. No patient injury was reported.

Manufacturer narrative:
The 510k number is not applicable since the model and lot numbers are both unknown. Supplemental will be submitted upon product evaluation.